Manufacturer narrative:
At the time of the reported field action, customers were notified. Device repair or returns were handled within the scope of the field action. No further information is available as this is a retrospective report based on field action affected serial numbers dating back to 2011. Device not available for evaluation.

Event description:
It was reported that an 8015 pcu keypad was replaced because it did not turn on. There was no reported patient involvement.